Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the reported malfunction was not replicated or confirmed. The electrode pads were put through testing without duplicating the malfunction. Visual evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by zoll staff, the associated defibrillator was intermittently unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.